Event description:
It was reported that: "on september 12, the patient's heart function was poor and his left ventricle was dilated, so it was decided to implant an iabp. During the implantation process, bleeding was found at the lower end of the iabp catheter and the iabp balloon was leaking, so the iabp catheter was replaced with a second one in the same access site. There was a delay in treatment but there was no other patient harm or consequence."

Manufacturer narrative:
Qn #(B)(4).